Event description:
During a shoulder procedure a portion of the distal tip of 3 vapr se electrodes broke off into the pt's joint space.all was removed and the case was concluded seccessfully without further incident or harm to the pt.[associated with MDR 1221934-2006-00064 & 00065]